Event description:
Philips identified a software defect in intellispace cardiovascular (iscv) wherein the user encountered an error 500 when closing the echo module tab., the device was in clinical use at the time of the incident, and no adverse events or patient harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4). This malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.